Event description:
The company was made aware that the pt's internal magnet had migrated after bumping the implant site to a wall. Surgery to replace the pt's internal magnet was performed. The pt is being monitored.